Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. Verbatim: the site that kits the syringes told me recently that they have experienced some issues with the syringe ink sticking to the bag from time to time and have rejected some syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Verbatim: the site that kits the syringes told me recently that they have experienced some issues with the syringe ink sticking to the bag from time to time and have rejected some syringes.